Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he had been passing out due to low blood glucose. Customer's blood glucose was unknown. Customer needed assistance with changing the basal rates. Customer mentioned the buttons were hard to press. Customer declined troubleshooting for low blood glucose. Customer will not be returning the device for analysis.